Event description:
It was reported that, after a thr, performed sixteen year ago (2005), the patient experienced 2 recent dislocations, with the last dislocation approximately 3 weeks ago. A revision surgery was performed on (B)(6) 2021 to change reflection 28mmid size e xlpe 20 deg liner (B)(4). To constrained option and change cocr 12/14 fem head 28 +0 (B)(4). The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the provided photo of the explanted device was reviewed, but does not aid in determining a clinical root cause of the reported dislocations. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.